Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation a definitive root cause was not established. However, it is possible customer handling and expected wear contributed to the reported malfunction. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, water tightness was lost due to damage to the up / down knob and due to a deformation of the scope connector. The device evaluation found that there was a gap between the acoustic lens and the ultrasound probe. Additional findings include the following: the forceps control lever did not move smoothly due to damage, the up / down knob could not be locked securely due to wear of the forceps elevator lever, the air / water cylinder had discoloration, the forceps elevator lever had a scratch, the scope cover had a chip, the sheet holder unit had corrosion due to water leakage, the electrical connector had corrosion due to water leakage, the insulation resistance value did not meet the standard value due to damage to the acoustic lens, the objective lens had a scratch, the adhesive around the light guide lens had wear, the adhesive on the bending section cover had wear, the connecting tube had buckling, the insertion section was too soft due to damage to the connecting tube, the bending angle in the down / right / left direction did not meet the standard value due to wear of the angle wire, the play of the up / down knob was out of the standard value due to wear of the angle wire, the ultrasonic probe was loose, the insulation resistance between evis and the us connector did not reach the standard value due to damage on the condenser unit, and the universal cord had buckling. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was no longer watertight. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.